Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. Extreme vessel tortuosity at the proximal neck to just below the renal artery was reported and a laporotomy could not be carried out so an evar was performed. It was reported during the index procedure after the endurant bifurcate and limb was implanted a type ia endoleak was observed at the right greater curvature side. Touch up was attempted to be performed to treat the endoleak along the guidewire route but it could not be performed due to the anatomy. The physician elected to implant a 32x32x49 cuff to treat the endoleak. A touch up was attempted again after implantation of the cuff but again it failed again due to patient anatomy. An angiography was performed again and showed the endoleak had decreased and the physician decided further treatment would be disadvantageous and the procedure was completed. Per the physician the cause of the event was anatomy related. The device could not be advanced into aortic axial due to the severely tortuous proximal neck, thus sufficient sealing length could not be ensured. No additional clinical sequelae were reported and the patient is being monitored.